Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a coronary artery bypass graft or valve replacement, while using the running stitch technique, the thread broke. Another device was used to complete the case. There was no patient injury.